Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "stop button does not work". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The customer's biomedical secretary reported on (B)(6) 2010 to the service depot, a colleague infusion pump with a malfunction of "stop button does not work". The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.the software version for this device is currently not known.